Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding drivers used for spinal surgery. Pre-op diagnosis was lumbar spinal canal stenosis. Procedure performed was 1 intervertebral tlif. It was reported that intra-operatively, with t25 shaft and torque limiting handle during the final tightening, the torque was too hard, and it seems that the shaft tip was broken. It was pointed out that the torque value of the torque limiting handle was too hard compared before. The tip of the screwdriver broke off during the final tightening of the non-break set screw of solera475. It was broken at the final tightening of the first or second one. Counter-torque was used at the same time. Only one of the two drivers were broken. The physician concluded that the torque value felt high, and after the driver was broken, the torque limiting handle was not used, and the manual final tightening was done manually. The torque limiting driver contributed to the breakage of the shaft. It was alleged that the torque value of the torque limiting driver instrument was too stiff. The products came in contact with patient. There was approximately one minute delay. There was no instrument or implant debris left in the patient's body. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H3: product analysis: product# 815-518 lot# sw12a031 visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.